Event description:
It was reported by service report that the customer reported that they needed help in calibrating bed because they could not get it to work. No patient involvement or adverse consequences are reported.